Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-13964. It was reported that the patient presented remotely via merlin.net. Upon examination, it was noted that the atrial lead exhibited noise and p-wave amplitude variation. It was also noted that the right ventricular lead exhibited noise. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.